Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. The customer stated that insulin pump was not responding, frozen display and buttons were unresponsive as well. Customer were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm and pump error 35 alarm noted in the device history due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unresponsive keypad or frozen display due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, pillowing keypad overlay, case cracked behind the device near the battery compartment and cracked battery tube threads.